Event description:
It was reported that the home patient (hp) had a system error 2367 on the homechoice (hc). This occurred during dwell four of eight, while the hp was connected. The technical service representative (tsr) reviewed the alarm log and did not see any other alarms prior to system error 2367. The tsr explained the meaning of the alarm to the registered nurse (rn). The tsr advised the rn to start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.